Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to mechanical rupture of the pump connecting tube, causing a fluid loss. The pump and the reservoir were removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Correction to b5. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. Microscope examination revealed that both cylinders had wear at folds in the proximal end, middle, and distal end of the cylinder bodies. One of the cylinders also had a hole in the outer tube from wear in the distal end of the cylinder and broken fabric threads from wear in the middle of the cylinder. The second cylinder had a hole at corner of a fold in the proximal end of the cylinder. Leak testing revealed that one cylinder had a bulge in the distal end of the cylinder when inflated with syringe and the second cylinder had a leak at corner of a fold in the proximal end of the cylinder. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) was worn to the filament. Ms pump reservoir krt presented a small hole and fluid leak from wear. The pump did pass the functional testing. Based on the information available, the reported device allegations were confirmed.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to mechanical rupture of the pump connecting tube, causing a fluid loss. The ipp was removed and replaced. No further patient complications were reported.